Event description:
The device was used during a thoraco lung partial resection. Repordtely, the staples did not form correctly and some of the staples were missing. No pt injury was reported. The surgeon hand sewed to finish the procedure.